Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to oversensing of myopotential noise and low amplitude sensing. The rv lead was taken out of service and successfully replaced during a device replacement procedure for normal battery depletion. No additional adverse patient effects were reported.